Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient wanted the pump pocket adjusted. The pump pocket was revised for more comfort. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient¿s body mass¿. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.